Manufacturer narrative:
Dealer alleges the motors are hot and he cannot touch them. The motors are not assessable to the user. It's unk if dealer was serving the chair directly after use. The motors are metal encased and will dissipate heat after use. Product has not been returned for evaluation at this time so it is unk if a malfunction occurred or if other factors such as misuse or abuse, or lack of maintenance may have caused or contributed to this incident. Filing solely on the user's allegation of hot motors malfunction is not confirmed. Manufacturer is attempting to obtain product for inspection.

Event description:
The tech for the (B)(6) alleges the motors became hot and he could not touch them. No injury is alleged.

Manufacturer narrative:
Dealer alleges the motors are hot and he cannot touch them. The motors are not assessable to the user. It's unknown if dealer was serving the chair directly after use. The motors are metal encased and will dissipate heat after use. Product has not been returned for evaluation at this time so it is unknown if a malfunction occurred or if other factors such as misuse or abuse, or lack of maintenance may have caused or contributed to this incident. Filing solely on the user's allegation of hot motors malfunction is not confirmed. Manufacturer is attempting to obtain product for inspection. (B)(4) - evaluation on returned device performed by quality and reviewed by (B)(4) concluded that the temperature of the motors were within the temperature specification.

Event description:
The tech for the va alleges the motors became hot and he could not touch them. No injury is alleged.